Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test. No adverse effects reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspections and delivery testing were performed, and the pump passed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed, and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. The problem source of the reported problem is unknown.